Manufacturer narrative:
H6: c19 - due to an unknown lot/serial number and no device return, an investigation could not be performed. An imaging evaluation task is not required for the clinical images in the literature: the association of the gore complaint devices to the clinical images within the article is clear, and the article¿s author is the expert on the article¿s content. Therefore, analysis of clinical images provided within the article sufficiently describes the illustrative purpose of the image(s).

Manufacturer narrative:
Update g1 contact office - manufacturing site.

Event description:
The following information was received through literature ¿avg delamination: a cause of early cannulation arteriovenous graft dysfunction in hemodialysis patients¿, ann med. 2024;56(1):2424444. Doi:10.1080/07853890.2024.2424444. This is a retrospective study of patients that require early-cannulation arteriovenous graft [ecavg] for hemodialysis [hd] between april 2017 and december 2021. The study included 144 patients [mean age of 56.4] had either gore®¿acuseal vascular graft [n=124] or flixene grafts [n=20]. All grafts were placed in the upper extremity. During follow-up 24.5(11.5, 45.8) months, 11 (7.6%) subjects had graft infection with an incidence of 0.03 patient-year. Thirteen (9.0%) subjects had graft delamination at 9.3(5.0,12.4) months after ecavg implantation, with an incidence of 0.04 per patient-year. 10 ecavgs received 24 procedures to salvage ecavgs, including pta, stenting, and partial graft replacement (pgr). 12 delamination which occurred on acuseal graft.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Wang, y., liu, y., liang, x., & wang, p. (2024). Avg delamination: a cause of early cannulation arteriovenous graft dysfunction in hemodialysis patients. Annals of medicine, 56(1). Https://doi.org/10.1080/07853890.2024.2424444. The patient's gender is recorded as male (71 males/totally 144 patients), and their age is recorded as an average age of 56 years. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.